Event description:
It was reported that, when the neurosurgeon disconnected the existing catheter from the pump, he saw no retrograde flow of cerebrospinal fluid (csf) from the catheter. A spinal incision was made and the neurosurgeon saw a hole in the catheter approximately one inch in distance below the anchor. It was not clear whether the neurosurgeon was referencing the distal or proximal catheter segment; however, the entire catheter was explanted. It was stated that neither the patient nor clinicians were aware of any loss of therapy prior to the catheter replacement. The patient had been hospitalized, though there were no patient symptoms or complications associated with the event. Following the catheter replacement, the patient¿s infusion rate was decreased to 230mcg/day. At the time of report, there was no patient injury. The device system was used to deliver gablofen. Ten days later, it was reported that the hole was 1 inch proximal to the anchor, so this was the spinal segment of catheter that was involved and there was no issue with the other catheter. It was indicated that the patient was doing well at the time of report and was receiving effective therapy. There were no allegations of premature battery depletion.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the proximal catheter segment (B)(4) found coring in the seal of the sutureless connector, though there was no leaking seen in the connector area during pressure testing. Final analysis of the distal catheter segment (B)(4) found a hole in the catheter body caused by a deep abrasion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.